Manufacturer narrative:
The lot number has not been provided. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 5f vascular closure device (vcd) did not change color and there was no blood return in the blood return indicator during cerebral angiography. There was no reported patient injury. The device lot number is unknown. The procedure was performed using a retrograde approach. No additional device was used to complete the procedure. No visible damage to the packaging was noted prior to use. Angiography confirmed suitability of the femoral artery prior to use, including appropriate vessel diameter, no calcification, no stent at the puncture site, no significant stenosis greater than 50% near the puncture site, no closure device use or manual compression within 30 days at the target site, and no signs of hematoma, arteriovenous fistula, or pseudoaneurysm prior to use. There was no difficulty connecting the sheath introducer to the exoseal vascular closure device (vcd). During withdrawal of the device and sheath, no pulsatile blood flow was observed in the backflow indicator and the indicator window did not change color. The device and sheath were withdrawn together, and no blood flow was observed. The indicator wire sheath lock was not clearly heard. The physician¿s thumb was not placed on the plug release button during withdrawal. The indicator window did not display red during withdrawal. The indicator wire loop was visible upon removal from the patient. No resistance was encountered when advancing the exoseal vascular closure device (vcd) through the sheath. No pulsatile blood flow was observed in the backflow indicator, and no visible damage to the backflow indicator was noted. The device was returned for evaluation.